Event description:
The patient called to report a button error alarm after going swimming with the pump on. The reported bg at the time of the call was 134 mg/dl. Advised the patient that the pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with a button error alarm due to corroded keypad traces. Moisture damage found on the electronics and motor. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.